Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros amon quality control results were obtained from one level of a vitros control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event , as a within-run amon precision test was outside of ortho guidelines, indicating the vitros 5,1 fs chemistry system was not performing as intended. An ortho field engineer (fe) performed service actions to multiple instrument subsystems of the analyzer. Vitros amon performance was verified post service by performing within run precision testing with the results within acceptable guidelines.

Event description:
The customer observed non-reproducible lower than expected vitros amon quality control results from one level of a vitros control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. Level 2 results: 128.2 and 100.7 umol/l vs. Expected 169.4 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).